Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue. Multiple attempts were made by tandem technical support to ensure a back-up insulin therapy was obtained; however, a response was not received.